Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced bradycardia and significant tricuspid regurgitation. It was further reported that the right ventricular (rv) lead had become dislodged and exhibited loss of capture. The rv lead was initially reprogrammed and the patient was put on dopamine and isoproterenol to maintain the heart rate until the lead was revised. The rv lead was then repositioned and remains in use. No further patient complications have been reported as a result of this event.